Event description:
During the implantation procedure, the helix on this lead would not retract.

Manufacturer narrative:
Helix would not retract during implantation procedure. The analysis on this device is pending.